Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is unknown if the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other armada 14 xt device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure to treat a heavily calcified coronary artery, two armada 14 xt percutaneous transluminal angioplasty (pta) balloons were inflated above rated burst pressure (rbp) and ruptured. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device return status. The device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported balloon rupture appears to be user related. The balloon was inflated above rated burst pressure (rbp) and ruptured. It should be noted that the armada 14 instructions for use states: inflation in excess of the rbp may cause the balloon to rupture. Use of a pressure monitoring device is recommended. The resistance during advancement was likely due to anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following additional information was received: a 2.0x20mm armada 14 xt and 1.5x40mm armada 14 balloon catheter met resistance with the patient anatomy during advancement prior to the balloon ruptures. The procedure was successfully completed with two new armada 14 balloon catheters. No additional information was provided.